Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient has been revised to address an acetabular cup which had loosened, dislodged and spun around. **update** - medical records received (B)(4) 2013. Revision operative report indicates the following: pain; squeaking; metallosis; implant was inverted and was rotated so that it was sitting inferior to the head of the prosthesis and partially in the pelvis-it was completely loose. The femoral head is now reportable.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 05/20/2014 - plaintiff's preliminary disclosure form with medical records was received, which identified part/lot information from the medical records. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 06/10/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 04/22/2014 - litigation received. Litigation alleges injury and loss of mobility. There is no new additional information that would affect the investigation. This complaint was updated on: 05/15/2014.